Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had the surgery on the(B)(6). After turning it back on, it didn't seem to work well and they were wetting their pants left and right. With all the drugs they were giving them, they couldn't remember how to set up a different program or how to do it. It was noted that they were using 6-8 diapers a day and they were on program 1 at 2.8 volts (v). On 2017-08-07, it was reported that they still weren't getting relief. They changed to program 2 at 2.9 v and was going to follow-up with a healthcare professional (hcp) if the symptoms didn't resolve.

Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the implant was not really working and she couldn¿t get it to work. Patient clarified she recently had surgery, unrelated to the implant and the company representative (rep) came to the hospital and turned the implant off and back on. Patient stated since then she had return of symptoms include being up all night and having to wear diapers. She was at rehab facility and was in pain from the surgery. Patient requested to meet with a rep. There were no further complications that have been reported as a result of this event.